Event description:
The surgeon attempted to implant an aq2010v three piece silicone lens but the lens became stuck in the cartridge and would not advance. There was no pt contact or injury. The nurse indicated that it was unknown why the lens became stuck. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.